Manufacturer narrative:
The insulin's pump backlight functions properly. No led was anomaly. However, the pump was received with bleeding and cracked lcd glass. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
It was reported of an led anomaly from the insulin pump.